Event description:
Opened medium vcare 606085201a lot 202510131 to surgeon for uterine manipulation. Surgeon tested vcare before use and noted that the balloon did not dilate enough. Decision was made not to use this vcare. Additional supply utilized successfully. No harm to patient.